Event description:
This pt failed to benefit from their cochlear implant, postoperatively. After an x-ray confirmed that the electrode array was placed outside of the cochlea, the implant was explanted and replaced.